Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported that the device was removed due to impedance issues. The left lead was left in the body inactive, a right lead was implanted with a new device. No further complications were reported.